Manufacturer narrative:
One swartz¿ braided transseptal guiding introducer, sl0¿, 63 cm length, 8.5 f was returned. The dilator had been perforated proximal to the distal tip. However, the sheath was not punctured. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the punctured dilator could not be determined. The reported sheath puncture was not found, therefore, this event no longer meets reporting guidelines.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During transseptal puncture, the non-abbott needle punctured through the side of the sheath while being inserted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.